Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 lead implanted: (B)(6) 2010; 407652 lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The physician attempted cannulation of the coronary sinus, but was unsuccessful. The existing lv lead was used with an upgraded device that uses a different pacing vector. The lead remains in use. No patient complications have been reported as a result of this event.